Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date in february of 2025 involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that primary tubing malfunctioned during infusion of a chemotherapy/immunotherapy agents resulting in wasted product and incomplete dosing due to having to replace tubing. There was patient involvement and unknown adverse events.